Manufacturer narrative:
The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imagery evaluation. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of the lot history revealed no complaints related to the events failure balloon burst. The following instructions for use and manuals were reviewed; IFU for commander delivery system, mitral viv supplemental training manual (s3u with commander and procedural training manual. No IFU/training deficiencies were identified. As the complaints for failure balloon burst was unable to be confirmed, a complaint history review was not performed. As no device was returned and there is no evidence to support that a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not performed. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaint for failure balloon burst was unable to be confirmed as neither the complaint device nor applicable imagery was provided. Engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, a presence of manufacturing nonconformance could not be determined. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals also revealed no deficiencies. In addition, there was no reported any abnormalities during device prepping indicates that the balloon was not damaged when removing from package. As reported, the commander delivery system burst at the start of implantation. Patient anatomy was not provided. The balloon burst could be potentially resulted from multiple factors (i.e. Calcified annulus/leaflets, interaction with previous implanted valve). While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, interaction with rigid calcium nodules or the pre-existing valve can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. However, due to limited information a definitive root cause was unable to be determined at this time. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.

Manufacturer narrative:
Investigation is ongoing. Device not returned. See manufacturing report 2015691-2023-14158 for related evet h3 other text : device not returned

Event description:
As reported via medical records, during a valve in valve procedure with the implantation of the 23mm sapien 3 ultra valve, the commander delivery system burst at the start of implantation. The device was removed and a a new device prepared and used. The patient demonstrated hemodynamic instability which was treated with vasopressor and inotropic support, patient remained conscious with no arrest episode and procedure was completed successfully.